Manufacturer narrative:
Preliminary analysis for adapter: passed visual inspection and functional testing. Investigation is ongoing this report was identified following the conversion of complaint files from the legacy complaint handling system following integration and is being submitted to report analysis results. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The controller ac adaptor and driveline extension cable were both returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. The reported event could not be confirmed via functional testing. Failure analysis of the returned devices revealed that the devices passed functional testing and visual examination. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the results of this investigation, the most likely root cause of the reported event can be attributed to an insecure connection between the controller and cac adaptor and/extension cable. Additional product: driveline extension cable battery / lot 1283962. Device evaluated by manufacturer: yes. Device manufacture date 2017-04-30. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional devices for this complaints: 1283962 driveline extension cable battery / catalog number 100us / expiration date 4/30/2018, di #: (B)(4), device available for eval: yes 7/26/2017, (B)(4). This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The company is seeking this information through the event investigation. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the pump did not start immediately after implant with the driveline extension cable and the controller ac adaptor. The adaptor was removed from service and the driveline extension cable was inspected. The pump started without issue after they insured the connection. The adaptor and driveline extension were tested post implant and did not show any issues, but will not be used again. No patient complications have been reported as a result of this event.